Manufacturer narrative:
Tech found that the brake caster would lock and hold, but would rotate if pushed on side. Replaced brake caster to resolve this issue.

Event description:
Info received indicated that the brake caster would lock and hold, but would rotate if pushed on side. No injury reported.